Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. Corrections made to tab(s) f and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the auth said pt has uti caused by wicks. Auth stated she is having irritation from the wick, she stated the rubber part is too thick. She asked if we make thinner wicks, explained we only have one size. She stated that when the wick is removed that sometimes there is feces and that the wick is removed abruptly. Explained that she should stop using the wick until irritation is gone and ask the person who removes it that the wick be removed gently. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that caller said the patient has uti caused by wicks. Caller stated she is having irritation from the wick, she stated the rubber part is too thick. She asked if we make thinner wicks, explained we only have one size. She stated that when the wick is removed that sometimes there is feces and that the wick is removed abruptly. Explained that she should stop using the wick until irritation is gone and ask the person who removes it that the wick be removed gently. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided it was unknown what medical intervention was provided for urinary tract infection.